Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced cramps, cold sweat and loss of consciousness. It is unknown how, but the patient went to the hospital. When a fingerstick was taken at an unknown moment, the cgm reading was 56 mg/dl, and the blood glucose reading was 39 mg/dl. The patient was treated with sugar at an unknown moment, and no further medication would have been necessary. The patient was discharged after 4 days. The reason for the duration of the hospitalization was unknown. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.